Event description:
It was reported via repair work order that the head extension would not function correctly due to a broken/damaged lock assembly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.